Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 53 years old patient with an edwards valve implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration for unknown reason.

Event description:
Edwards received notification that this 53 years old patient with a 25mm magna valve implanted in the mitral position underwent a valve in valve procedure after an implant duration of twelve (12) years due to mitral prosthesis dysfunction with leaflet fracture leading to regurgitation. As reported patient presented with chest pain and swelling in limbs. A 26mm transcatheter valve was successfully implanted within the surgical valve. Reportedly, patient was noted as to be admitted to ICU in stable condition.

Manufacturer narrative:
Updated: b5, b7, d6 (implant date), g3, h6 (component code, clinical code, device code, investigation findings and investigation conclusion). Corrected: d6 (explant date, the device was not explanted, remains implanted, valve in valve procedure). Additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including an implant duration greater than 10 years. Initially, it was reported that this valve implanted in the mitral position was replaced through a valve-in-valve procedure after an unknown implant duration for unknown reason. However, through investigation it was learned that this valve was replaced due to due to mitral prosthesis dysfunction with leaflet fracture leading to regurgitation after an implant duration of twelve (12) years. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the preexisting disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants greater than ten years with no allegation by the physician of premature failure will not be reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.